Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section on (B)(6) 2009, hypertension in 2008, sickle cell anemia in 2007, keloid in 2007, painful intercourse, uterine bleeding, anemia, obesity (complicating peri pregnancy,antepartum), bacterial vaginosis, varicella, sexually transmitted infection, gonorrhea, endometrial biopsy, cervix disorder, uterine dilation and curettage, offensive vaginal discharge, heavy periods, fibrocystic breast disease, hirsutism, retinitis pigmentosa, genitourinary chlamydia infection, pre-eclampsia, bariatric surgery, exotropia, menometrorrhagia, leiomyoma nos and endometrial polyp. Previously administered products included for contraception: mirena from (B)(6) 2009 to (B)(6) 2011. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included ferrous sulfate, hydrochlorothiazide;lisinopril (lisinopril and hydrochlorothiazide), methyldopa, metronidazole (metrogel), triamcinolone acetonide (tramsilone) and vitamin b12 nos. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vagianl pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. The patient was treated with surgery (removal of essure coils bilaterally, l sided/essure coils were removed in their entirety). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left side- 3 trailing coils, right side- 2 trailing coils patient reports after removal most if not all symptoms decreases. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Bilateral tubal occlusion via the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section on (B)(6) 2009, hypertension in 2008, sickle cell anemia in 2007, keloid in 2007, painful intercourse, uterine bleeding, anemia, obesity (complicating peri pregnancy,antepartum), bacterial vaginosis, varicella, sexually transmitted disease, gonorrhea, endometrial biopsy, cervix disorder, uterine dilation and curettage, offensive vaginal discharge, heavy periods, fibrocystic breast disease, hirsutism, retinitis pigmentosa, genitourinary chlamydia infection, eclampsia, bariatric surgery, exotropia, menometrorrhagia, leiomyoma and endometrial polyp. Previously administered products included for contraception: mirena from (B)(6) 2009 to (B)(6) 2011. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included ferrous sulfate, hydrochlorothiazide;lisinopril (lisinopril and hydrochlorothiazide), methyldopa, metronidazole (metrogel), triamcinolone acetonide (tramsilone) and vitamin b12 nos. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. The patient was treated with surgery (removal of essure coils bilaterally, l sided/essure coils were removed in their entirety). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, vaginal discharge and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left side- 3 trailing coils, right side- 2 trailing coils patient reports after removal most if not all symptoms decreases. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Bilateral tubal occlusion via the essure devices. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received: event injury is replaced by pain. New event vaginal pain, medical history, lab data and concomitant drugs were added. On 7-oct-2019: fu 2 and 3 process together : pfs received. Lot number, events:" abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), vaginal discharge, hair loss added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.